Event description:
It was reported by the edwards field clinical specialist that during a transaortic tavr procedure post valve deployment and removal of the delivery system a left ventricular tear occurred that required surgical repair. It was noted there was a lot of scar tissue and calcium on and around the aorta. An 8 fr sheath was inserted and exchanged out for the 26 fr edwards sheath; however there was difficulty inserting the 26 fr sheath so it was removed and the aorta was serially dilated up to 28 fr dilator and then the 26 fr sheath was successfully advanced. The 26 mm sapien valve was deployed in a good position; however moderated paravalvular leak was noted. The valve was post dilated with the ascendra 3 delivery system and resulted in the paravalvular leak being reduced to mild/moderate. The ascendra 3 delivery system was then removed, at which point the patient¿s bp dropped and a tee showed a posterior pericardial effusion. The surgeon attempted to do a pericardial window procedure. An intra-aortic balloon pump (iabp) was placed and the patient¿s blood pressure remained at 170/50 with iabp assistance. The decision was then made to fully open chest and the patient was placed on bypass. The surgeon found a left ventricle tear and was able to surgically repair the tear. Reportedly the patient left the operating room intubated, on inotropes and with an iabp. The following day the patient was extubated, inotropes were discontinued, and the iabp was removed. The patient remained in stable condition. In a post operative discussion the possible cause of the ventricular perforation was the amplatz extra stiff guidewire.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the exact cause of the ventricle perforation could not be determined; however patient and procedural factors (placement of the guidewire or delivery system) may have caused on contributed to the event. It was reported the ventricle perforation was thought to be caused by the amplaz extra stiff guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.